Manufacturer narrative:
Based on the available information this event is deemed a malfunction. No samples have been received for evaluation. An investigation has been performed based on the historical data of manufacturing as well as packaging process. Device history files have been reviewed. The result of review showed that all relevant tests performed during manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during manufacturing processes. The origin of the claimed failure cannot be determined w/o samples available for investigation. Based on the received information and investigation results it is not possible to determine the root cause of the fault which end user experienced. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
A health care professional reported they noted black marks on the ends of new suction catheters which were unopened and unused by the patient.